Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller history log recorded a pump stop when connected to a power base unit. The event data log recorded the voltage was 9.9volt at the time of the event. The system controller was exchanged for another system controller and no further problems were reported.